Event description:
It was reported that "shaft that goes into the pt has broke off and fell into the pt. Piece could not be located.

Manufacturer narrative:
When I receive the engineer's investigation report, I will file a supplemental report.